Manufacturer narrative:
External insulation abrasion was found at 5.2-6.3cm and 13.2-13.7cm from the connector pin, consistent with lead friction to the ICD can. Another external insulation abrasion was found at 9.5-10.5cm from the tip electrode, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that an asymptomatic patient presented to the clinic for normal followup. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.